Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019 during the insertion of an intramedullary (im) nail of the left femur, the driving cap that attaches to the insertion handle of the frn set broke off. This occurred while the surgeon was malleting the nail. The nail was almost down in place when event occurred, the surgeon lightly tapped the insertion handle to fully seat the nail. The procedure was successfully completed without surgical delay. Patient condition was unknown. Concomitant devices: unknown nail (part # unknown, lot # unknown, quantity unknown), unknown mallet (part # unknown, lot # unknown, quantity unknown), radiolucent insertion handle (part # 03.033.001, lot # unknown, quantity 1). This report is for one (1) driving cap/threaded. This is report 1 of 1 for (B)(4).